Event description:
Event description guidant received information that this transvenous defibrillation lead had dislodged. During the lead revision procedure, the helix mechanism could not be retracted. The physician attempted to remove the lead by turning the lead body, but was not successful. The helix appeared to be caught within the patient's heart tissue. The physician was able to remove the lead by applying force. Upon explant, the helix was observed to be intact, but straight rather than screw-like. The lead was replaced with another guidant defibrillation lead.